Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 23rd july 2003. No root cause could be determined since no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
Error of the x-ray marking system of the valve implanted on (B)(6) 2004. The patient is in hospital in neurosurgery for a suspected malfunction of the valve. The standard x-ray indicator is not visible on the valve anymore. Blind setting.